Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported an explosion of the meter's batteries. The battery of the meter was completely black. The caller reported that no battery fluid leaked into the battery compartment and the meter was not exposed to high temperatures. No adverse event was reported.